Manufacturer narrative:
Reference MFR. Report: 1221359-2021-03577. Testing was performed at abbott diagnostics (B)(4) on retained kit lot m162489 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot: m162489 , test base part number 190-430 / lot: m162489 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162489 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Event description:
The customer reported a false positive result on a direct tested nasopharyngeal heiwa medic flock swab with the ID now covid-19 assay performed on (B)(6) 2021 and (B)(6) 2021. This MFR. Report addresses the false positive on (B)(6) 2021. This is report one (1) of two (2). The customer reported a false positive result on a direct tested nasopharyngeal heiwa medic flock swab with the ID now covid-19 assay performed on (B)(6) 2021. Pcr confirmation testing was performed and generated negative results. Per the customer, the patient was symptomatic with a fever. The patient was quarantined until the pcr test results. Additionally, there was no patient harm due to test results.